Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar (fb) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the cable assembly. No broken or frayed cable was observed. The customer also reported a complaint of "would not grip." This complaint was confirmed. The instrument was found to have a severely bent grip, and the tip did not align with the other grip. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) instrument would not grip, and there was a loose cable at the tip. Per the reporter, no fragment fell inside the patient. The procedure was completed with no reported injury.